Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l141 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot l141 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. The kit and smart card were not returned. Evaluation of the customer supplied photograph verified the reported drive tube leak, as dried blood is seen on the drive tube at the location of the tri-connector. A potential cause of a drive tube leak is due to an insufficient bond between the drive tube and tri-connector joint. A material trace of the drive tube and tri-connector used to manufacture lot l141 did not find any non-conformances. A device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This kit lot passed all lot release testing. The reported drive tube leak is verified based on the photograph provided; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. (B)(6) 2023.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak at the bottom of the drive tube after the treatment had been completed. The patient was disconnected, and the customer was unloading the kit at the time the blood leak was observed. The kit return was requested; however, the customer discarded the kit. The customer returned a photograph for investigation.